Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter near the 20 cm depth marker. The 5, 6, and 20 cm depth markers were observed to be worn and faded. A microscopic observation revealed the edges of the split were rough and mostly straight with an uneven and granular surface texture. A small amount of whitening of the catheter material was observed at the corners of the split, and longitudinal splitting was observed at both corners of the split. The surface of the catheter material was observed to be less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recx4218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a fracture was located on the PICC at 20cm. The line was placed in left brachial (line trimmed @ 48 cms). Fluid was noticed coming from insertion site when flushing the line.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx4218 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a fracture was located on the PICC at 20cm. The line was placed in left brachial (line trimmed @ 48 cms). Fluid was noticed coming from insertion site when flushing the line.